Manufacturer narrative:
(B)(4). Medical product: unknown articular surface catalog # unknown lot # unknown. Unknown femoral component catalog # unknown lot # unknown. Report source: australia. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-02927. 0001822565-2022-02929. Remains implanted.

Event description:
It was reported patient underwent a manipulation under anesthesia post implantation due to increased pain with intolerance to exercises. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.